Event description:
The manufacturer received information from a customer that a trilogy evo ventilator had a broken screen. There was no serious patient harm or injury that occurred or was reported. The device was evaluated by a field service engineer (fse). During the investigation, preventative maintenance and diagnostic testing were performed. The valve test failed, indicating a system leak. As a result, the 3-way valve and the active exhalation control module (aecm) were replaced. Further inspection determined that the display failure was due to damage described in the source report as a ¿blow¿ from the equipment, therefore, the screen did not work. It could not be conclusively determined whether this refers to external physical impact or internal component failure. Consequently, the display assembly and front housing were replaced. Following the repair, the ventilator successfully passed all final functional and performance testing and was confirmed to be operating within specifications.